Event description:
It was reported that the patient experienced a loss efficacy of stimulation in the right arm (shoulder to hand). Impedance measurements on the implantable neurostimulator (ins) were unable to be checked due to the low voltage requirements (0.3 volts). Intraoperative impedances without the ins and extension attached were within normal limits with appropriate pain coverage noted. It was observed that there was fluid in the ins connection header port (right side) with some fluid noted in the left port. The ins and extension components were replaced as a precaution. No injuries were reported and the patient outcome was reported as recovered without sequelae. The patient's stimulation was checked on (B)(6), 2012 at which time appropriate coverage for their pain was reported.

Manufacturer narrative:
Extension model 748951, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2012-(B)(6), extension model 748951, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2012-(B)(6), lead model 3998, lot# j0414588v, implanted: 2004-(B)(6), explanted: na, recharger model 37754, serial# (B)(4), programmer model 37744, serial# (B)(4). (B)(4). Analysis of neurostimulator model 7427v, serial #(B)(4) showed no anomalies. Analysis of extension model 748951, serial # (B)(4), showed that distal end conductor was broken 2.6 cm up to the transition point. Open circuits were observed between #0 and 3 with acceptable continuity noted. No shorts were seen between the circuits. Analysis of extension model 748951, serial # (B)(4) showed that distal end conductor was broken 2.6 cm up to the transition point. Open circuits were observed between #0 and 3 with acceptable continuity noted. No shorts were seen between the circuits.